Manufacturer narrative:
We have received the device, but have not yet completed our investigation.

Event description:
The customer reported that the unit's on/off switch was not functioning and was unable to switch on.